Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 312mg/dl. The customer stated that she had bent cannulas and the insulin pump did not alarm. While checking the programming in the device, the call was disconnected and no more information was provided.